Event description:
A caller reported an error with the continuous glucose monitor, identified as error 42 related to the g6 sensor. There was no adverse impact to the customer's blood glucose level. Customer support provided the caller with detailed instructions on how to perform a complete pump reset, and the caller planned to reset the pump at their convenience, with the intention to follow up if the issue persisted.